Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the target lesion was a very tight lad with moderate to severe calcification. The lesion was pre-dilated with a voyager. An attempt was made to cross the lesion with the 2.75 x 12 mm promus stent delivery system (sds) and it failed. The sds was pulled back and the stent came off of the balloon. The dislodged stent migrated to the cx/om and it was retrieved successfully with a micro snare. The promus delivery balloon was used to pre-dilate the lesion again, and another company's 2.75 x 12 stent was successfully deployed. No additional event or patient information available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors. In this case, it was reported that the patient anatomy was moderately to heavily calcified. It is possible that the interaction between the calcified lesion and the sds contributed to the stent dislodgement. There was no report of stent movement prior to use, which suggest that the stent dislodgement was a result of the procedure. Based on the incident information, a cause for the failure to cross and stent dislodgement cannot be determined; however, there are no indications of a product deficiency.